Event description:
Health professional reported removal of a lap-band system due to nausea, dysphagia, and vomiting, first noticed when the patient presented symptoms of gerd; diagnosed with esophageal dysmotility.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional information has been reported to allergan regarding the serial number or model number. Reflux, vomiting, nausea, dysphagia, and esophageal dysmotility are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.